Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported field event of no communication was confirmed in the laboratory. The cause was determined to be battery depletion. Bench testing determined that the device could not dump high voltage. No other anomaly was found. The cause of the battery depletion could not be determined.

Event description:
It was reported that the pacer dependent patient presented in the ER after having a syncopal episode where he fell. The patients rhythm was underlying with no pacing output. A temporary wire was placed and patient's pacing rate was restored. The device could not be interrogated; 1 month prior, at the last interrogation the device was below eri. The device was explanted and replaced.